Event description:
Lifter boom arm broke during lift of pt from bed.

Manufacturer narrative:
System was used severely over the weight limit, customer admitted using the system over the weight limit and promised to respect the weight limit in the future.